Manufacturer narrative:
Through follow-up with the distributor, steris endoscopy learned that the snare loop became stuck on the polyp during the patient procedure. The snare loop had to be cut with a pair of scissors to be removed from the polyp. The device was then successfully removed from the scope. The device history record was reviewed and confirmed that the device was manufactured to specification. There have been no other complaints associated with this lot. The rotator¿ - snare - oval instructions for use states, "short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. This device is not designed for use in side viewing endoscopes. The following conditions may not allow a snare device to function properly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath. Check the active cord for secure connection to the snare handle and the electrosurgical generator. Ensure that the return electrode is secure and properly connected to the patient and the electrosurgical generator. Consult the electrosurgical generator manufacturer's instructions for use for proper settings and use of the generator. The distributor provided in-service training on the proper use and operation of the rotator snare. No additional issues have been reported.

Event description:
The distributor reported that during a patient procedure their rotator snare would not cut through a polyp. No report of patient harm. The procedure was completed successfully.